Event description:
The following information was reported: the physician exchanged the sheath out for ace. Advanced it forward until he saw pulsatile flow, then advanced 2 more centimeters. Inflated the balloon, pulled back and the sheath wasn't in the vessel. Converted to manual pressure for 30 minutes then applied a safeguard on the access site since there was oozing. The patient was hospitalized for reasons unrelated to the mynx device/mynx procedure. Procedure type: intervention coronary vessel size: 6 mm stick location: medium sheath size: 6f. Additional information: sheath exchange wasn't in vessel after following sheath insertion technique for ace. Balloon was still up according to the indicator but the device pulled through.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1431805) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).